Manufacturer narrative:
Device history review, part: 323.062, lot: l859985, manufacturing site: (B)(4), release to warehouse date: 25.may 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: a portion of 18 mm on the tip of the drill is broken off. The broken off portion was not received for investigation. The remaining flutes portion shows striations and marks of use. There are also various marks and striations of use on the shaft of the drill. Dimensional inspection: the drill bit diameter was be checked and found to meet the specifications.: drill bit diameter measured with caliper 3-01-19789, target dimension: 2 +0/-0.03 mm, actual dimension 1.98 mm / pass. The sub-component (B)(4) is not lot tracked but can be related to work orders (B)(4). The review has shown that the correct raw material stainless steel 440a was used and the hardness of the components after the heat treatment process met the specifications of 52 +3/0 hrc. A portion of 18 mm on the tip of the drill is broken off and the complaint therefore is confirmed. The visible striation on drill bit shaft provide evidence that the device was subjected to mechanical overload while use and verify surgeon's comment that the drill bit was bent during surgery. The device in question is a multi-use instrument, therefore, the condition of the cutting blades prior to the operation in question is unknown. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) surgery for the clavicle diaphyseal fracture was performed using an unknown anterior cervical locking plate. During the procedure, for insertion of an unknown 4th variable-angle (va) locking screw into the plate, the surgeon tried to drill the bone using the drill bit through an unknown va sleeve, but the drill bit broke off. Since it broke around the root of the plate, the surgeon judged that it was impossible to remove the broken piece of the drill bit from the patient¿s body. Thus, the surgical wound was closed without removing the broken piece of the drill bit. There was a surgical delay of less than 30 minutes. Procedure outcome and patient status are unknown. As part of the treatment plan, the broken piece will be removed from the patient's body during re-operation for removing the plate. It was noted there was a possibility that the drilling axis (drilling direction) varied widely while drilling. This situation might have caused excessive stress applied onto the drill bit, causing the event. Concomitant device reported: unknown anterior cervical locking plate (part# unknown, lot# unknown, quantity 1), unknown va locking screw (part# unknown, lot# unknown, quantity unknown) and unknown va sleeve (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).